Event description:
It was reported that a temperature alarm occurred while the battery was charging. The temperature alarm occurred intermittently, and the customer was unable to clear the alarm. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 112 mg/dl.